Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that following mynxgrip vascular closure, the patient experienced a retroperitoneal bleed. Multiple sheath exchanges were not required. The mynxgrip vascular closure device (vcd) was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. It was noted that the mynxgrip vascular closure device (vcd) was deployed successfully and hemostasis was achieved. The patient was released two (2) hours later. The same day in the afternoon, the patient had to cough strongly and started to bleed towards the scrotum. The patient returned and was manually compressed for approximately two hours. The patient's hospitalization was extended as a result of the event by one night. The patient was discharged without any problems. The device was discarded by the customer, therefore, will not be returned for analysis. Review of lot f1722103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, patient factors (strong cough) may have contributed to the reported event. The strong cough may have caused an increase in blood pressure which could have forced the plug to be dislodged. Bleeding is a common procedural complication and is frequently related to stick technique, multiple sheath exchanges, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that following mynxgrip vascular closure, the patient experienced a retroperitoneal bleed. Multiple sheath exchanges were not required. The mynxgrip vascular closure device (vcd) was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. It was noted that the mynxgrip vascular closure device (vcd) was deployed successfully and hemostasis was achieved. The patient was released two (2) hours later. The same day in the afternoon, the patient had to cough strongly and started to bleed towards the scrotum. The patient returned and was manually compressed for approximately 2 hours. The patient's hospitalization was extended as a result of the event by 1 night. The patient was discharged without any problems. The vcd was discarded by the customer, therefore, will not be returned for analysis.